Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly shut down on (B)(6) 2025 around 0100-0130 local time. This is a dual-screen cns. The device was down for 7 mins, and the unit restarted on its own. They confirmed that they are missing data for this time period. They are monitoring telemetry devices. No patient harm was reported. Investigation conclusion: the unit was returned for evaluation. Repair center testing could not duplicate the random shutdown; however, per service guidance, the internal hard drives were identified as degraded/aged and were replaced as a preventive corrective action. The system was re-imaged, fully reconfigured, and underwent 48 hours of extended testing, passing all functional and quality checks. A loaner cns was provided during repair, and the repaired unit was returned to the customer. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly shut down on (B)(6) 2025 around 0100-0130 local time. This is a dual-screen cns. The device was down for 7 mins, and the unit restarted on its own. They confirmed that they are missing data for this time period. They are monitoring telemetry devices. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly shut down on (B)(6) 2025 around 0100-0130 local time. This is a dual-screen cns. The device was down for 7 mins, and the unit restarted on its own. They confirmed that they are missing data for this time period. They are monitoring telemetry devices. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly shut down on (B)(6) 2025 around 0100-0130 local time. This is a dual-screen cns. The device was down for 7 mins, and the unit restarted on its own. They confirmed that they are missing data for this time period. They are monitoring telemetry devices. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.